Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-19937. Non-sustained oversensing was observed on the lead due to loss of capture. The device was reprogrammed. The patient had no adverse consequences.